Manufacturer narrative:
The insulin pump was received with blank display and constant tone. After disconnecting and reconnecting the electronic assembly stack, the device powered up properly. Problem isolated to the electronic assemblies. The basic occlusion, occlusion, prime, excessive no delivery and displacement tests could not be performed due to the blank display. The device also had a cracked case at the display window corners, cracked battery tube threads and minor scratches on the lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display. Blood glucose value was 366 mg/dl. During troubleshooting, the customer stated that the battery cap, compartment and spring were not damaged or corroded and the insulin pump was not dropped or exposed to moisture. She was advised to remove the battery for 10 minutes, clean the battery cap and insert a new battery; the display did not return. The customer was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and returned for analysis.